Event description:
It was reported by the aci vascular closure specialist that a female patient underwent a diagnostic neuro procedure on (B)(6) 2012. Access was obtained at the top of the femoral head, via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel approximately 6mm in size. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient returned for a catheterization follow up on (B)(6) 2012. At which time a pseudoaneurysm was discovered. The attending physician proceeded to inject the pseudoaneurysm with thrombin successfully, with no additional surgery required. The patient was sent home the same day with no reported clinical sequela. The patient is scheduled for follow up in 3 months.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.